Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. Imaging confirmed the electrode migrated. Programming adjustments were made, however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. An audiogram was performed and shows good detection. In addition, speech perception was measured and the recipient is performing very well. The recipient will be monitored by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.